Event description:
It was reported that the device restarting at power up. No patient involvement .

Manufacturer narrative:
Failure analysis root cause: the failure of c56 prevented the power supply from operating on ac power. (B)(4).